Event description:
I upgraded from dexcom g5 glucose sensors to the g6 sensor about three weeks ago. Since I started using it, I've had a worsening rash limited to the area where the adhesive is. I have no known allergies, don't use any lotion, and found that quite a few others online have this same issue as well as bruising from the strong spring-load of the applicator. FDA safety report ID# (B)(4).